Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 434 mg/dl at the time of the incident. The troubleshooting was declined for the high blood glucose. The customer stated that the insulin pump had hardware low level failure alarm and the troubleshooting was performed for the pump error and they were able to clear alarm also complete the rewind. The self test was passed. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.